Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an inguinal hernia coincident with automated peritoneal dialysis therapy. The cause of the hernia was not reported. On the same day as the event onset, the patient was hospitalized for the inguinal hernia. Treatment details were not reported. Extraneal and physioneal therapies remained ongoing. At the time of this report, the patient is recovering. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.